Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted with a gastrointestinal bleed and note of increased power and flow the same morning. The patient underwent an esophagogastroduodenoscopy, coloscopy, balloon enteroscopy and capsule study. The bleed was not resolved as the source could not be visualized in capsule study. The goal was to lower the patient's international normalized ratio (inr). The patients labs were stable and monitored frequently. The patient was asymptomatic. Log files were sent for review and captured a brief loss of external power on (B)(6)2022 that appeared to be to have occurred when the patient switched power sources. The external power was restored and the alarms resolved. There were low flow events from (B)(6)2022 at 14:18 through (B)(6)2022 14:20. There were power elevations recorded at 7.3 watts associated with an estimated flow value of 8.5 liters per minute on (B)(6)2022 at 20:52. There was no treatment performed and the elevated power/flow resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported event of gastrointestinal (gi) bleeding as well as a direct correlation to heartmate ii left ventricular assist system (lvas), serial number (B)(6), could not be conclusively established through this evaluation. Review of the submitted log file confirmed a transient elevation in pump power and flow as well as transient low flow hazard alarms. Although a specific cause could not be conclusively determined through this evaluation, the account reported that the low flow alarms were thought to be caused by the patient being sedated during a medical imaging procedure. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), with no further related issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate ii patient handbook, rev. G, are currently available. Section 1 of the IFU, ¿introduction¿, lists bleeding as an adverse event that may be associated with the use of the heartmate ii lvas. This section also addresses all pump parameters including pump power and flow. In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This section also notes that any increase in power not related to increased flow causes erroneously high flow reading. Section 4 of the IFU, ¿system monitor¿, provides more information regarding all pump parameters and also describes situations which may result in a low flow hazard alarm. Section 6 of the IFU, ¿patient care and management¿, contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. This section also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses assessing pump flow. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, describes all alarm conditions including the low flow hazard as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.